Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty sensor resistor. Pump passed displacement test, self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
A customer returned their insulin pump for unknown reasons. The customer did not provide their blood glucose levels. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.